Event description:
It was reported that the patient presented to the cardiac care unit due to unspecified complications following a generator change. During a lead revision, the left ventricular lead dislodged. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.